Event description:
A caller reported a cartridge alarm occurred, which did not cause any adverse impact on the customer's blood glucose level. The issue did not happen during the load process and the caller did not have a history of similar alarms with this pump. Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. Although the pump was out of warranty, the caller declined an out-of-warranty loaner pump and chose to use multiple daily injections to ensure uninterrupted insulin delivery.